Event description:
The complainant reported that a mal patient with a distal common bile duct stricture had undergone two previous therapeutic ercp procedures, and had a pre-existing condition of cholangitis (< 4 weeks). The patient was then seen for an additional spyglass dvs procedure in 2007. After the ercp and then the spyglass procedure on the same day, the patient had a fever and abdominal pain and was admitted to the hospital. The patient was then observed in the hospital for 24 hours and was then discharged and prescribed antibiotics. The severity was noted as "mild".

Manufacturer narrative:
The lot number is unknown; therefore, the manufacture and expiration dates cannot be determined. The complainant reported that the device was discarded subsequent to use; therefore, a device evaluation is not available. The relationship between the suspect device and the reported event is undetermined. Device not returned for evaluation.